Manufacturer narrative:
The user reported issue was confirmed by visual inspection. The failed IV sets have been sent to the contract supplier for evaluation on 10/04/2016. An investigation report from the contract supplier was received on 12/15/2016, which is attached. Further investigation for the root cause is still in process. The manufacturer will actively follow up the investigation. Upon receiving the complaint, it was initially determined as not reportable by the manufacturer. During the final review of the complaint file by quality/management, it was determined as MDR reportable on 12/20/2016.

Event description:
The user reported that the male luer lock adapter separated from the tubing. This occurred while the nurse was priming the tubing with saline. The tubing was not in the pump. No patient was involved or injured.